Event description:
Pump button was reported to be delayed when attempting to open the home screen. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.